Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding and she received an unexpected restart alarm. Blood glucose value was 136 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces. The insulin pump passed unexpected restart test. No alarms noted during testing. The insulin pump was received with minor scratches on display window, cracked display window corner, cracked case on display window corners and cracked reservoir tube lip.